Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported that their insulin pump was damaged. It was reported that the retainer ring was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad traces. Compromised force sensor system alarm during the basic occlusion test due to moisture damage inside the force sensor resistor. The insulin pump passed the stop current test, run current test and displacement test. Analysis was unable to perform the self test, unexpected restart error test, off no power test, prime test, occlusion test and no delivery test due to compromised force sensor system alarm. The insulin pump had cracked case at display window corners, minor scratched and cracked display window.